Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inoperable (vent inop), motor fault, low peak inspiratory pressure, low minute ventilation, check events, and high rate alarms. The customer reported the 24 volt power supply voltage was too low. The customer reported check sum error in the turbine electrically erasable programmable read-only memory and post digital-analog count or analog-digital count errors. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded resistor within the assembly ((B)(4)). This issue will be internally investigated within carefusion.